Manufacturer narrative:
Due to character limitations in e1 event site name - (B)(6) hospital. Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field - e1(event site name). It was reported that during pre-use inspection, cardiosave intra-aortic balloon pump (iabp) had screen frequently flickering unplugging and replugging the ribbon cable was ineffective, rendering it unusable. There was no patient involvement. The customer replaced it with another device. After replacing the ribbon cable, all functional parameters of the device were tested and it was delivered to the customer for use.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address- (B)(6). Event site name- (B)(6) hospital. Event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection, cardiosave intra-aortic balloon pump (iabp) had screen frequently flickering unplugging and replugging the ribbon cable was ineffective, rendering it unusable. There was no patient involvement.